Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Chr showed no other similar product complaint(s) from this lot number.

Event description:
The line was pre-flushed then the nurse was unable to advance the line so it was removed. Once removed they found that the wire was tied in a knot approximately 3-4 cm from the tip. The guidewire did not break it was just tied in a knot.